Event description:
It was reported that a patient thought their device sounded a patient alert. Interrogation of the device revealed no alert conditions had been met. The device is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.